Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance issue. This lead was replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b1,adverse event/product problem field, was change from adverse event/product problem to adverse event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to diaphragmatic stimulation. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to diaphragmatic stimulation. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.